Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx coronary drug eluting stent to treat a moderate tortuous, severely calcified lesion located in the mid right coronary artery exhibiting 80% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. There were no difficulties removing sheath. The device was inspected post removal of the protective sheath with no issues identified. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used. The inflation device remained on neutral pressure during delivery of the device. The dislodgement occurred during the withdrawal of the device in the vessel/guide catheter. It was reported that the stent dislodged in mid rca and was still on the wire following failed delivery. The physician placed a 1.2mm balloon inside the undeployed stent and inflated to partially deploy in the artery. The physician then placed a 4.0 balloon inside the stent and completely expanded against the vessel wall. It was also reported that an excellent angiographic result was obtained. The dislodged stent was implanted and remains in service. No injury was reported post-procedure.